Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was 238 mg/dl. Customer stated she keeps trying to fill the tubing she fills it and then she selects yes to being disconnected and it takes her back to fill tubing prime rewind. Customer states they are unable to exit the "preparing to prime" loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.